Event description:
Healthcare professional reported via nbir "capsular contracture; baker grade :3" against left device. The device has been replaced.

Manufacturer narrative:
National breast implant registry: a device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture (left); baker grade :3."